Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted for a typical urinary stress incontinence.. The patient reported experiencing stomach pain, radiating in the back, blood loss, swollen stomach, pelvic pain and device intolerance. Extract from the consultation report of gynecological surgery (B)(6) 2024) reportedly states the sequelae are marked by pains fairly quickly at the abdominal level, irradiating in lumbar, leading to one abdominal bloating. Unfortunately, the symptoms have not changed. They fluctuate and are currently more important. The patient has analgesic treatment with anti-inflammatory and gastric protector, and codeine paracetamol in case of seizures. Laroxyl had been tried and was more effective, but due to drowsiness was stopped. The patient has not returned to work since surgery. She presents pelvic discomfort that extends to the gynecological level, with pain during intercourse and sensations of bladder urgency and concerning exemptions also. The patient consulted the pain center, who referred her to another pain center, who could not change the situation frankly. The patient is well improved on urinary leaks, the examination is unspecial. There is no exposure of the prosthesis. Cystoscopy and MRI were performed and are normal. Current state of the patient includes labour stoppage since device implantation, device intolerance, difficulty sitting too long because the pain is too intolerable, blood in urine, black urine if intense activity and no more sexual intercourse with spouse because the pain is unbearable. No further information is available as the reporter contact details were not disclosed.